Event description:
It was reported that during a right colectomy procedure, the firing sequence was smooth and the staple line appeared to be complete. After the procedure, the pt's hemoglobin dropped and no blood was present in his drain. The pt was brought back to the operation room and there was blood present in the colon. A 4mm diruption in the middle of the staple line was identified. The pt was given a temporary iilostomy and is doing well with no further ocnsequence.